Event description:
The following has been reported: biomed reported: I received a pump for repair stating it has a pump problem. While testing pump there was an air in line problem. It is not the tubing because I used the tubing in another pump. The other pump worked fine. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was stopped (per a review of the logs). Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
Section d updated to align with the information listed on gudid.

Event description:
No product returned and no response to repeated follow up attempts. However, fresenius kabi had sent a letter which contains a link to training tools for the pumps that customers can access.